Event description:
Right hip replacement done in 1982, had complaints of pain since. 11/94 noted on x-ray there was loosening of the socket, pt wanted no intervention. 5/9/97-increased pain and ambulation problems reported in physician's office. X-ray showed loosening of cemented acetabular component. Component removed and replaced 6/23/97. Physician states it was the cement rather than acetabular component that caused need to replace.